Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This pacemaker remains in service at this time, however device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This pacemaker remains in service at this time, however device replacement was recommended. No adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker will not be returned for analysis.